Event description:
It was reported that when using the pyxis medstation es system, it encountered a smart remote manager failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a fridge remote manager malfunction. A field service engineer effectively established and implemented a new archive path to address the problem. The system had functioned as intended after the field service engineer had troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be remotemgr, not associated with medstation.